Event description:
It was reported that before surgery it was noted unit overheats. There was no delay reported. The surgical procedure was performed with a back-up device.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A visual and functional evaluation was carried out on the returned device. A visual inspection was performed on the exterior of product and no physical damage was observed. The failure modes of overheating and noise could not be confirmed during a functional evaluation of the device. However, the cooling fan did not activate during functional testing. The device did satisfactorily pass a 2-hour heat test at the highest speed but it is thought that the device could overheat eventually. The functional evaluation concluded that the root cause for both reported failure modes is a defective cooling fan, which could have caused both noise and overheating. We regret that you have not had a satisfactory experience with our products on this occasion. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.